Event description:
It was reported that the patient was having significant abdominal pain post permanent implant procedure. The physician believed that the patients epidural space was too tight to allow a paddle lead. The patient underwent a lead revision procedure wherein the paddle lead was replaced with a linear lead. The patient was doing well postoperatively.